Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 3/27/2026 and 3/29/2026. The wearable inserted into the arm on (B)(6) 2026. According to the patient, on 03/28/2026, between 1:30-2:00pm, the patient was feeling sweaty, shaky, and had a seizure. The patient¿s cgm was reading 100 mg/dl and the patient did not have a glucometer to use for comparison. Based on her symptoms, she felt like she was hypoglycemic and self-treated with fruit leather candy. The patient stated she had symptom improvement within 15-30 minutes. The patient did not seek any assistance from a higher level of care. There was no documentation of medical intervention. Later that evening, the patient¿s cgm was reading 311 mg/dl while the bg meter was reading 218 mg/dl. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the cgm and the bg meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the cgm and the bg meter could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2026-129475 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 04/11/2026. Technical support later clarified that on (B)(6) 2026, between approximately 1:30 pm and 2:00 pm, the patient reported feeling sweaty and shaky and stated she ¿thought she was close to having a seizure.¿ however, the patient did not experience a seizure. At the time of the event, the patient¿s cgm was reading 100 mg/dl, and the patient did not have a blood glucose meter available for testing. Based on the patient's symptoms, the patient believed she was experiencing hypoglycemia and self-treated with fruit leather candy. The patient reported improvement in symptoms within 15-30 minutes. No assistance from a higher level of care was sought, and there was no documentation of medical intervention. Later that evening, the patient¿s cgm displayed a reading of 311 mg/dl, while a blood glucose meter reading was 218 mg/dl. At the time of report, the patient stated she was feeling fine. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.